Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, several episodes of oversensing and noise were observed on stored egm. Externalized conductors were noted on x-ray. Lead was capped and replaced on (B)(6) 2016. Patient's condition was good post-procedure.